Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse(+), periorally (off label use of device). Batch number was reported as unknown. Radiesse(+) was hyper-diluted, at a 3:1 ratio (product preparation issue, off label use of device). After the radiesse(+) injection, the patient experienced a rapid swelling and then mild bruising. She was treated initially with an intense pulse light (ipl), thinking it was a bruise. After the first vial of hylenex, the swelling went down dramatically. She was concerned that she experienced an arterial occlusion. She started a massage, heat, warm compresses, and hylenex. Up to the time of this report, the physician infused 4.5 vials (of hylenex) in total. Due to the provided information, the outcome of the event was considered as resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event arterial occlusion (vascular occlusion), was deemed to meet serious injury criteria of required intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.